Event description:
It was reported that a freestyle libre 3 plus sensor initially failed to pair with the ilet system, after which rescanning indicated the sensor had started and glucose readings were expected, consistent with an intermittent communication issue associated with the antenna/electrical communication path. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between devices consistent with intermittent communication failure, with the antenna identified as the relevant device component within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.